Manufacturer narrative:
(B)(4). Additional: a trend review was conducted and baxter found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Correction: the manufacturer country has been inadvertently omitted in the initial medwatch report.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor that had a leak beside the flow control. The leak was discovered before patient use, under storage after preparation. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.